Event description:
Some of the test strips in the vial were bent upon taking them out of the vial. The patient reported low blood glucose symptoms (shaking and cold) while attempting to test. Patient was able to obtain a reading on the meter of 73 mg/dl. Patient drank some orange juice and called their phycisian who advised patient to call back if the results fell below 80 mg/dl. The issue was not resolved with troubleshooting. No further info has been reported.